Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2003 and a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, loss of range of motion and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013. All components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2013 due to pain, difficulty walking and a periprosthetic fracture. Operative report further noted metallosis, lytic debris, osteolysis, corrosion, soft tissue debris and bone loss during the revision procedure. All components were removed and replaced and cables were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-04813 / 04816 & 2015-01053.